Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the unit had intermittent button response. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that 61 stuck key alarms were displayed on 05/15/2024, 05/16/2024 and 05/17/2024 at multiple times. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. Keypad overlay was removed, and moisture damage was noted. Per visual inspection it was determined that the ingress of water corroding keypad assembly. Corroded keypad assembly at select button and down button was noted. Unit was also received with cracked case (battery tube), scratched case, cracked case at battery side, cracked keypad overlay at select button and broken belt clip rails. In conclusion, the customer allegation for cosmetic damages was confirmed when cracked case (battery tube) was noted. Moisture damage was also noted on keypad button assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.